Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation. It was noted the patient had a " phase 2" implant done the day of report. The representative had tried to adjust the patient "but then the patient had to go to the bathroom." Patient was now complaining of electric shock. Caller declined walking through how to use the programmer and wanted to contact the representative. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. No patient harm was reported. No indication of product defect.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported once the patient was programmed the shocking sensation resolved. It was noted the shocking started when the patient got up to use the bathroom prior to being ¿completely programmed.¿ the patient went to the restroom and when they were done they complained of shocking. When the patient left the surgical center they were free of pain and did not have shocking.